Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and the emergency stop switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a pre-charge failure error and would not boot up. No pt injury was reported.